Event description:
After flushing the device immediately after setting it up, the connection between the transducer and the zero stopcock leaked, resulting in pt blood loss. Since the nurse was already present with the pt, the matter was "handled right away" and no pt no ill effects or harm were sustained.

Manufacturer narrative:
Due to contamination of the tubing a leak test was not performed. However, a manual and visual evaluation was performed. The bonded connections appeared to have been adequately bonded. It was observed that the male luer taper of the transducer clear housing at the transducer to the stopcock bonded joint was broken. This would account for the leakage problem experienced. No conclusion could be drawn.